Event description:
Several sterile circlamps were opened (both new and reprocessed) and found to have a defects. The sterile items were found with pitting and rust appearing residue upon inspection. The round screw area appeared to be dirty upon opening package. Upon discovery of this issue, the circlamps have all been pulled from areas that use them in our facility. Medline representative was also notified of the finding and pictures were sent to the rep. Alternative products were ordered to be received the following day (2/16/2023). Reference reports: mw5115046, mw5115047.